Event description:
It was reported by the affiliate that the (1) ems was used during a laparoscopic hernia procedure. It was reported that the stapler would not fire... If jammed. The case was completed with a new device and there was no consequence to the patient.